Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. The returned device was returned with a longitudinal balloon rupture and the balloon was separated distal to the distal seal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue or the noted balloon rupture and separation. Return analysis noted a longitudinal balloon rupture and the balloon was separated distal to the distal seal. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. Additionally, possible factors that may contribute to a balloon separation may include, but not limited to, manufacturing damage, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. In this case, a conclusive cause for the noted balloon rupture and separation cannot be determine since limited information was provided. Furthermore, it is possible that the inflation issue resulted from the noted balloon rupture; however, a conclusive cause cannot be determined since limited information was provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to a lesion in a unspecified artery. The 10mm/40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon failed to inflate. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the balloon was inflated. In addition, the balloon separated 2 centimeters (cm) distal to the distal seal. The proximal portion of the separated balloon was measured to be 3cm long from the proximal seal. The balloon material at the separation was wrinkled and uneven. It appears that portion of separated balloon was not returned with the device. There was a longitudinal balloon rupture that started from its distal end to noted balloon separation. There was a longitudinal balloon rupture that started from its distal end to noted balloon separation. No additional information was provided.